Manufacturer narrative:
Vyaire medical file identification: (B)(4). At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. However, the customer checked the unit with an external pressure/flow analyzer and the blender is still out of tolerance. They are requesting for a field service technician to recalibrate the blender. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information was received.

Event description:
The customer reported that the blender on the sipap (synchronized inspiratory positive airway pressure) ventilator is out of tolerance. The reported reading for 21% is measured at 23.3 %. The customer confirmed that there was no patient involvement associated with the reported event.